Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, bone resorption, peri-implantitis, infection, swelling. Patient has blood coagulation disorder, diabetes mellitus, psychological disorder and xerostomia. He is smoker.